Manufacturer narrative:
Product analysis the lot number on the shipping carton was 240290217 which is consistent with the lot number provided in gch the tray was removed from the box. No sterile pouch was present, the cable tie was missing from the device there appeared to be a possible blood stain on the lot number label on the catheter there was a white dust residue observed on the tuohy on the handle of the catheter there appeared to be a possible blood stain on the handle of the device there appeared to be white residue observed on the catheter conclusion: the reported event could be confirmed based on the condition of the returned device. However even through the sample was received without the pouch, the device showed evidence of been used. It was determined that the sample was previously opened and possibly attempted to be used and placed back in storage are of facility in error. This event is not deemed to be manufacturing related. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis six still images were provided for evaluation. The images are of a sterile tray within a shelf carton. Lot# 240290217 is visible on the shelf carton. No sterile pouch is present in any of the images supplied which is consistent with the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A closurefast catheter was intended to be used. It was reported the just the sterile tray came in the box alone, no sterile packaging. No damage noted to the outer packaging. The tabs on the outer box were sealed. A second closurefast device was opened and the same issue was noted. Another closurefast was used to complete the case. No patient involvement.